Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, a myocardial infarction and stent thrombosis occurred. In (B)(6) 2011, a 99% stenosed, 18 x 2.25mm native target lesion, was located in the mid left anterior descending artery (lad) with timi pre flow 2. The target lesion was treated with pre-dilation and implantation of a 20mm x 2.25mm ion stent. Following post-dilation there was 0% residual stenosis and timi flow 3. The patient was discharged on plavix and aspirin. In (B)(6) 2012, the patient presented with chest tightness, shortness of breath, nausea/vomiting and disphoresis. The patient had recurrent ischemic symptoms lasting 10 minutes or longer and was diagnosed with a myocardial infarction. Angiography revealed a 90% stenosed lad. The physician did not believe this event was related to the study stent and the patient was discharged two days later. Five days later the patient presented to the emergency room with complaints of chest pain and bilateral arm numbness/tingling. Cardiac catheerization revealed 100% stent thrombosis in the mid lad. The stent thrombosis was treated with implantation of an unspecified stent with 0% residual stenosis and timi flow 3. The patient was discharged three days later. The physician believed the thrombosis was possibly related to the study stent. At the time of this event the patient was on aspirin and either plavix or a placebo.